Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One trabecular metal implant (tmtb16) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use (IFU), risk files and other available information.functional testing could not be performed since the product was not returned. No pre-existing conditions were reported. The reported devices had been placed on an unknown tooth location for an unknown period of time. X-ray & picture evaluation was not provided. Appropriate documentation was reviewed. DHR review for the lot (63390569) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63390569) and one similar event or complaint was identified ¿ (B)(4). Based on the available information, device malfunction and the reported event could not be verified since the product was not returned. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant broke during placement. No injury to patient other than implant being removed. No permanent impairment nothing else reported